Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate delivery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No history anomaly was noted.